Event description:
It was reported that the iab was inserted in a pt with vascular disease and calcification. Fluorosocpy was used to determine the exact position. At the onset of pumping, the balloon was not inflating to full volume. Since there was no therapeutic benefit to pump in this condition, the iab was removed. There were no pt complications.

Event description:
It was reported that the iab was inserted in a patient with vascular disease and calcification. Fluoroscopy was used to determine the exact position. At the onset of pumping, the balloon was not inflating to full volume. Since there was no therapeutic benefit to pump in this condition, the iab was removed. There were no patient complications.